Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that while burring during a cori assisted tka surgery, the barb detached from the bur guard. The main piece was kept on the drill guard and the barb remained attached to the suction tubing. Both pieces were removed from the field. The procedure was completed, without delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that while burring during a cori assisted tka surgery, the barb detached from the real intelligence robotic drill guard. The main piece was kept on the drill guard and the barb remained attached to the suction tubing. Both pieces were removed from the field. The procedure was completed without delay. Patient was not harmed as consequence of this problem. However, since the suction barb stayed connected to the irrigation tube and the guard stayed connected to the handpiece, the reassessment determined that the issue does not meet the threshold for reporting and therefore, it is a non-reportable event. Moreover, in other scenarios in which the barb has fallen inside the patient, it can be easily retrieved as a whole piece by the surgeons' hands or tweezers and irrigation of the wound is performed as a caution. Also, the procedures can be continued with the same faulty device, without suction, with manual suction or with a back-up when available. Thus, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H11: the manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.